Event description:
It was reported that during a procedure to treat the mid left anterior descending (mlad) artery with mild tortuosity. The 3.5x28mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, under angiography a free extravasation perforation was noted. Therefore, pericardial synthesis was performed and a 2.8x16mm graftmaster covered stent was implanted at 15 atmospheres (atm) to treat the perforation. The perforation was sealed without issue. A 2.5x12mm xience skypoint stent was implanted distal to the graftmaster stent as a continuation of the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect(s) of perforation is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.